Event description:
It was reported by the study coordinator that the pt went to a nearby hospital (not the implant center) and told the nurse practitioner (np) that he experienced intermittent disruption of power and the system controller alarmed. The np reported that the system controller was fine when connected to "portable/wearable batteries". The np exchanged the power base unit cable and the issue was resolved. The pt is doing well and no further issues have been reported. The MFR is attempting to acquire additional info and clarification of the event.

Manufacturer narrative:
The MFR is attempting to acquire the device for evaluation, and additional info for clarification of the event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.